Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant down stream occlusion alarm. The reported problem was found in the surgery department. There was no patient involvement. No additional information is available.